Manufacturer narrative:
The device was discarded by the user facility and will therefore not be returned for evaluation. In addition, no lot number was provided, preventing a review of the device manufacturing records. The performing physician indicated that the reported event was most likely related to the patient's anatomy; however, this assessment could not be definitively confirmed. However, the vascular closure system (vascade vcs) instructions for use models (700-500dx and 700-580i5f and 6/7f0) states" do not use if arteriotomy or venotomy site is noted to be "high," above the inguinal ligament (cephalad to lower half of the femoral head or the inferior epigastric artery origin from the external iliac artery/ inferior epigastric vein entry into the external iliac vein). This may increase the risk of bleeding.

Event description:
The patient underwent an interventional coronary procedure during which a vascade 6/7f vascular closure device was deployed through a 6f sheath to achieve hemostasis. No device anomalies or patient complications were noted during the procedure. The performing physician confirmed that vascular access was obtained under ultrasound guidance, and temporary hemostasis was successfully achieved. Following manual pressure at the access site and while the patient was leaving the procedure room, the patient began to feel unwell. Further evaluation identified a retroperitoneal (rp) hemorrhage. The performing physician reported that the patient's prior hip replacement altered the anatomy, causing the access site to appear lower than its actual location and resulting in a high arterial stick. The patient was subsequently taken to surgery and required a two-day recovery in the intensive care unit (ICU).